Event description:
It was later reported there were no diagnostics performed to investigate the device. It was noted the patient had the brain MRI and that it was unrelated to the device. It was noted the patient does not use the device. The patient had not been seen since the MRI.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. Impedances were tested at 1.5v/210pw and all contacts with electrode 0 and 7 showed greater than 4,000 ohms with a current of <(><<)>15ma. Impedance measurements with bipolar pairs of 1:6, 2:3, 2:5, 3:4 and 3:5 showed ¿???¿. She was programmed at 1.1v/420pw with electrodes 1, 2 and 3 and was feeling great stimulation. The voltage and pw were not able to be increased to do electrode impedance. It was noted that a MRI of the head and brain was ordered to rule out forgetfulness, no device issue. The additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0454563v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).